Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while being applied at the appendix, the stapler was able fire but there was a poor staple formation; some staples did not deploy and the tissue got caught in the reload. The surgeons had to maneuver and manipulate to detach the reload from the tissue and try a new reload. The central staple line was also incomplete and they had to use a new reload to fix the line and complete the case. There was no patient injury.